Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The analyzer passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had sensing noise on the ventricular channel and no sensing on the atrial channel. The analyzer was returned for service. No patient complications have been reported as a result of this event.